Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services suggested reprogramming options, but physician opted for medicine change for rate control. Device remains in service. No additional adverse patient effects were reported.